Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. The caller attempted to load a new cartridge during the call but the call dropped, and no further contact was established upon follow up attempts.